Event description:
It was reported that insulin delivery was stopped and the cartridge needed to be changed for an unknown reason. Tandem technical support was unable to verify any alarms occurred in the pump history. There was no adverse impact to customer's blood glucose level. Tandem technical support guided the customer through reloading the cartridge, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.